Event description:
It was reported that this pacemaker system exhibited noise over-sensing the right atrial (ra) lead channel. Technical services (ts} was consulted and suspected electromagnetic interference (emi) was causing the noise that led to false atrial tachy response and non-sustained ventricular tachycardia episodes. No adverse patient effects were reported. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).